Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating while attempting to obtain a 12-lead reading, the measurements were set to metric values and not imperial. No impact alleged to the patient.